Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing, high pacing thresholds, and loss of capture. The loss of capture did not result in asystole for this patient. A revision procedure was performed and this lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.